Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method; tip prolapsed. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was noted in the cine review that the tip was prolapsed. The hi torque guide wire instructions for use (IFU) states: do not allow the guide wire tip to remain in a prolapsed condition. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an interventional procedure of the unspecified vessel, it was noted by the physician that the guide wire breaks easily from two different locations of the shaft: near the 3 cm distal end and the other is proximal in the intermediate shaft where the polymer begins, and the durability of lubricity and the shaping retention have been reduced. Subsequent information was received which states that two dissections occurred: one was treated with a unspecified stent graft and a patient death occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. : date of event, date of death, relevant tests: estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Four (4) cd cines dated (B)(6) were received and reviewed by an abbott specialist. The reviewer noted the cine runs are in reverse order. A significant lesion in the proximal left anterior descending (lad) artery is pre-dilated and stented, with good results. The coronary anatomy appears to be the same as that displayed in the june cine. The distal section of the lad is occluded. There is irregular flow in the proximal/mid lad suggesting thrombus or dissection. A guide wire is advanced to the distal occlusion. A second guide wire is positioned along side the first. A stent is deployed in the area of the irregular flow. Following run still shows thrombus/dissection, however; the vessel is now occluded from the mid section. The tip of one wire has been retracted into the guide catheter. The run following shows the lad open. There is a wire with tip in the lad. The polymer core is visible in the vessel. As there is a prolapse in the wire tip it is not clear whether there are two radiopaque tips in the distal lad. Final images still show the polymer shaft and radiopaque tip in the vessel. The reviewer concluded it is unclear in the images as to whether a wire fracture and separation occurred. Thus, the incident description cannot be confirmed. No additional information was provided.